Manufacturer narrative:
A correlation between the device and the gi bleeding cannot be determined. The hospital's testing was unable to determine the source of the bleeding and the pt was discharged. The pt remains ongoing with the pump and no further events were reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A proximately 10 months post-implant, it was reported that the pt was readmitted due to a gi bleed. The pt's hemoglobin was 6.5 gm/dl and the pt was given 2 transfusions. An esophagogastroduodenoscopy (egd) and capsule study were performed and no abnormal results were found. The pt was discharged 3 days later and his hemoglobin was 9.2 gm/dl.